Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had needle retraction issues. The following information was provided by the initial reporter: bd insyte autoguard catheter did not retract after use.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had needle retraction issues. The following information was provided by the initial reporter: bd insyte autoguard catheter did not retract after use.